Manufacturer narrative:
(B)(4). Additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse experienced no-flow during use of a one-link catheter extension set. This occurred while attempting to start an intravenous line on the patient. There was no report of patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). M10 will replace m3323. M38, m3292, m3345 will be added. R213 will replace r3221. C71 will replace c92. The device was received for evaluation. The device was visually inspected, clear passage tested, pressure tested and primed with no defects noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.